Manufacturer narrative:
The customer states the distal end of the device became detached. A finger pull test is required at incoming inspection of the catheter to ensure the band is assembled appropriately. There were no defects or deviations noted. The supplier of the catheter was contacted and they verified the raw material catheter was mfg with no defects or deviations noted. The device is unavailable from the customer for further review. It is likely the occurrence experienced by the customer was due to excessive force or abnormal interaction during the procedure. The dfu for the product states that excessive force may cause damage to the catheter.

Event description:
While attempting to remove an ivc filter with an ensnare, the radiopaque marker on the catheter dislodged and was trapped by the filter. Another device was then used to remove both the filter and the radiopaque marker. The procedure was completed with no complications.